Event description:
Medtronic received information that during deployment this transcatheter bioprosthetic valve moved from its targeted location into the sinuses, where it was implanted. A second valve of the same model and size was successfully implanted with no subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A root cause could not be established from the limited information available.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.